Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. The patient reported that while using her scs therapies, her stimulation increased suddenly on its own. The stimulation allegedly stayed at a very high, uncomfortable setting until the patient was able to disable the therapies. According to the patient, this event was an isolated incident. Follow up on the patient found she is working closely with her physician to determine the next course of action.